Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 6.1, 3.9, 6.2. Time between testing: five minutes between each test. Pt's therapeutic range: not provided.

Manufacturer narrative:
Investigation pending.